Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and were in a good condition. Dry contrast were also found inside of the balloon. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section of the body of the balloon. Microscopic analysis was performed, and it was confirmed that the balloon had a pinhole. Additionally, during the microscopic inspection, the balloon was dissected to inspect the ro markers and no damages were found. This failure is likely due to factors encountered during the procedure, such as the technique used by the physician, and/or the interaction between the balloon with the scope during the procedure. Therefore, the most probable root cause is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Boston scientific corporation received a hurricane rx dilation balloon device with no associated information. This event has been deemed reportable based on the investigation results of balloon pinhole. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.